Event description:
The user facility reported that during a patient procedure their encoder was unable to display video through the system. A procedure delay was reported. The procedure was completed successfully, no report of injury.

Manufacturer narrative:
Investigation of the reported event is currently in progress. A follow-up MDR will be submitted when additional information becomes available. UDI related data clarification - the lot number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Manufacturer narrative:
A steris specialist replaced the encoder which corrected the reported issue. The integration system was fully tested and returned to service. A 1-year review of complaints confirmed this to be an isolated event. Steris has made multiple attempts to facilitate the return of the encoder subject of the reported event; however, the user facility has not responded. Without return of the component, the exact cause of the reported issue cannot be determined. No additional issues have been reported.